Manufacturer narrative:
(B)(4). Device passed displacement and self tests. After visual inspection, however, there are traces of corrosion inside pcba1 j7 and in between a couple of pins of pcba1 j6. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.

Event description:
Information received by medtronic indicated that the fluid in insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.